Event description:
It was reported that this right ventricular (rv) lead was observed to exhibit high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) discussed with the health care professional (hcp) possible troubleshooting options. At this time, the rv lead remains in service. No adverse patient effects were reported.